Manufacturer narrative:
B3: date of procedure estimated as (B)(6) 2024. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional unk perclose device referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that two perclose failures occurred. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from unknown to 4012642.

Event description:
Subsequently to the initially filed MDR, additional information was received via returned device analysis: the reported devices are proglide devices. No additional information provided.